Manufacturer narrative:
Additional information: d4, h4. H3, h6: the device, used in treatment, was not returned for evaluation and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, per complaint details, a poly insert revision was performed due to infection. It was communicated that the requested clinical documentation would not be provided for inclusion in the medical investigation and that the insert was sent to pathology. Per correspondence, the surgeon did not fault the device. Based on the information provided, the root cause of the revision was infection; however, the root cause of the infection remains unknown. The patient impact beyond the reported infection and revision procedure itself could not be determined. No further medical assessment is warranted at this time. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, the patient presented an infection. A revision surgery was performed on (B)(6) 2021 to replace the legion cr high flex insert. The patient outcome is unknown.